Event description:
Boston scientific received information that during a normal generator changeout procedure, whent his atrial lead was connected to the cardiac resynchronization therapy defibrillator (crt-d), noise was observed. It was noted that the lead was passed the connector block. The physician removed the lead from the header and connected it to the old generator and no noise was observed. The lead was then re-connected to the new crt-d and noise did not recur. The device and atrial lead remain in service and no further issues have been reported to this date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.